Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the unit had very low gain on electrocardiogram and the unit changed iab frequency settings from 1:1 to 1:2 by itself. Also the light emitting diode light was not lit. The pt was switched to another unit and therapy was initiated.